Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # 369a51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc55 device was received with no apparent damage with two sr55 reloads present (b-c). The reload (b) 134a65, was received fully fired and with the swing tab in the locked position, with the right gripping surface damaged but still adhered to body reload. The reload (c) 134a65 had the proximal 10 drivers up, and the swing tab in the locked position. The reload (c) was reset in order to perform the functional test and the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire when severing colonic tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: colonic reinnervation surgery